Manufacturer narrative:
(B)(4). Additional information: ratchet pawl and anti-backup. The analysis results found that the el5ml device was received in good visual condition. A bag with six malformed clips and four conforming clips was returned along with the instrument. Upon cycling the device, it was noted to be empty and the lockout had been fired through; in addition, the anti-backup feature was found non-functional and the orange indicator wheel did not show up. Due to the condition of the device, no functional testing could be performed to evaluate the incident reported. Please note the device contains a lockout feature that is designed to increase the required force it takes to close the trigger once the last clip has been fired; this reduces the possibility of empty jaws being closed on a structure. In addition, if the trigger is forced closed once the lockout has been engaged, the jaws may remain in the closed position. The device was disassembled in order to evaluate the condition of the internal components and the ratchet pawl was found damage due to the lockout being fired through. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure malformed clips came out of the device; device failed to compress the clips correctly. The case was completed with another device of the same product code. There were no patient consequences reported. All known information was reported.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.